Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance as two additions clips were implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and deployed on the mitral valve. The physician proceeded to place a second clip lateral to the first one. Once in the anatomy, imaging showed that the first clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip as well as a third clip was implanted to stabilize the slda and reduced mr to a grade of 2-3. There was no clinically significant delay in the procedure.